Event description:
The customer reported 20 milliliter (ml) of fluid leaked under the lh780 instrument. The liquid flowed onto the counter top and the floor. There was no biohazard exposure to mucous membranes or open wounds. No erroneous patient results were generated in connection with the reported event.

Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse found the diluent delivery tubing had popped off the blood sampling valve. He trimmed the tubing and re-attached to repair the leak. (B)(4).